Event description:
On (B)(6) 2024, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient developed an infection and abscess in the stomach. On (B)(6) 2024, the patient was evaluated in the emergency room, and a procedure was done in interventional radiology to drain the abscess and a drain was placed. The patient was hospitalized and received unknown intravenous antibiotics. On (B)(6) 2024, the patient was discharged home on oral augmentin. The patient cleaned his stoma site one to twice a day.

Manufacturer narrative:
The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.